Manufacturer narrative:
Investigation - evaluation: a review of the dimensional verification, complaint history, device history record, drawing, manufacturing instructions, quality control data, and visual inspection of the returned devices was conducted during the investigation. Three (3) three-way plastic stopcocks (ptws-2fll-mll-r) were returned for investigation. Stopcock 1 has two cracks at the base; one is 3mm and the other is 2mm. Device failed leak test. Stopcock 2 has two cracks at the base; one is 5mm and the other is 4mm. Device failed leak test. Stopcock 3 has two cracks at the base; one is 4mm and the other is 3mm. Device failed leak test. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this failure mode with this lot number. It was noted the date of the event ((B)(6) 2017) was after the expiration date (01 march 2017) of the device alleged in this report. Based on the provided information, inspection of returned product, and results of the investigation; a definitive root cause cannot be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that three three-way plastic stopcock products were observed to have a crack. It was reported that this malfunction was noticed prior to any patient contact. No adverse events have been reported regarding this occurrence.